Event description:
There were chunks of plastic material in the hub of the introducer. The package was opened and upon examination during preparation of the device, chunks of plastic material were noticed in the hub of the introducer. The device was not used inside the patient.